Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from the service department of olympus europe se & co. Kg (oekg) and it said that could not duplicate the reported phenomenon, omsc surmised that the reported phenomenon might have occurred because dirt and foreign object had adhered to the electrical contact parts between the endoscope and video connector. If dust or dirt is attached to the electrical contacts, communication between the endoscope and the video processor cannot be performed normally, and a scope communication error (b30) occurs. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, b30 which indicated there is the communication problem between the subject device and the endoscope was displayed during the maintenance. The user also reported that there were the failures of the subject device socket and the image. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found that the light channel in the output socket of the subject device was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.